Event description:
Rn was using new vacutainer to draw blood from a-line. The vacutainer would not pull the blood into the blood tubes. When the rn went to remove it the attachment piece broke off and was stuck on the a-line tubing. The rn had to do a completely new a-line set up. This also happened a few times in our emergency room with the same product. Awaiting lot numbers.